Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The customers problem was confirmed. The device's delivery accuracy was running at three different tests, all of the test were found to be over the manufacturing specifications. Expulxor was replaced to bring the delivery into more nominal of a range. The root cause was undetermined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device has done an over infusion during testing. No patient injury was reported.